Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a common bile duct drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to deploy the stent, resistance was met and the guide catheter detached. The detached guide catheter was removed with straight grasping forceps. The procedure was completed with this flexima rx biliary stent device. Reportedly, there was no other anomaly or device damage noted, and the anatomy was not overly torturous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Pictures of the complaint device were received and show that the guide catheter is broken. No other damage was noted in the photographs.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a common bile duct drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to deploy the stent, resistance was met and the guide catheter detached. The detached guide catheter was removed with straight grasping forceps. The procedure was completed with this flexima rx biliary stent device. Reportedly, there was no other anomaly or device damage noted, and the anatomy was not overly torturous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Pictures of the complaint device were received and show that the guide catheter is broken. No other damage was noted in the photographs.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The reported event of guide catheter break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned product comprised of the delivery system and the guide catheter separated from the remainder of the device. The stent was not returned for evaluation. A functional check found the pull wire was easily extended and retracted by pulling and pushing the pull wire hub. The push catheter was cut to allow inspection of the pull wire cannula. The cannula was undamaged and there were no remnants of the guide catheter inside the cannula. Additionally, the guide catheter was found to be kinked with the proximal end deformed from being pulled out of the cannula. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The condition of the returned incident device was consistent with the complaint. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance.